Event description:
Overdelivery reported. Medwatch form received from user facility that states: "at 1700 hrs an intravenous pump was started on the pt to infuse a 500cc bag of heparin mix at 35cc per hr. The pump began alarming at 1830 hrs and the intravenous bag was found to be empty. Add'l coagulation studies were performed and the pt was instructed to remain still to avoid injury. No permanent injury was reported." Customer risk mgr was contacted for further info. The pt did not require any medical intervention or treatment. The values for the coagulation studies were not available. Verified that the pt did not experience any adverse effects. No add'l info was available.